Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he attempted to use nova max meter and there was a 50 points difference on his readings, which he found it to be unreliable. The customer mentioned having several lows in the past year and his wife did call the paramedics as he was in coma state. The caller stated that his glucose level dropped to 21mg/dl one time and the paramedics treated him with a glucagon shot and left once he was steady. The caller stated that the paramedics also were called for his high blood glucose about five to six months ago. The customer stated that he was sleeping at the time and his wife realized that he was shaking and even though his eyes were open, but he was unconscious and sweating profusely. No further information was provided.